Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a surgical delay. The procedure was completed successfully with no reports of medical intervention or advserse consequences.

Manufacturer narrative:
Alleged failure: not able to long press p function on the camera box. Probable root cause: ¿ cables ¿ connectors ¿ digital board ¿ power supply ¿ filter / fuse ¿ ac inlet board ¿ main board ¿ transition board ¿ intermittence between transition board and ch connector ¿ software ¿scope ¿light source ¿ camera head (sensor, sensor cable) ¿ coupler (dust on optics, scratched optics, broken / shifted lenses, focusing mechanism, endoclamp, zoom ring) ¿ 1488 & 1588 extension cable ¿ intermittence while using rf devices (ex: valleylab) ¿ problem toggling light source or from camera head ¿ connected monitors ¿ leaking ¿ use error ¿ poor grounding (e.g. ""Finger"" grounding tab connecting front and rear enclosure. Camera head connection from cable to transition board.) ¿electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge. The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a surgical delay. The procedure was completed successfully with no reports of medical intervention or adverse consequences.